Manufacturer narrative:
This instrument was further evaluated, and the following additional information was obtained: the catheter tip ring was observed to be missing. The catheter showed deformation of the tip and visible cracks on the solder. The cracked solder was most likely due to the damaged tip. The root cause of the damaged tip is likely an excessive external load applied at the tip. The instrument was also evaluated by an ion catheter design engineer with the following findings: due to ovalization of the catheter tip, the solder joint is compromised and led to tip ring dislodgement.

Event description:
It was reported that during an ion endobronchial lung biopsy procedure, when the vision probe was put through the catheter guide, there was a yellow ring and the customer was unable to visualize to move forward with the procedure. The customer performed multiple attempts to try to get the catheter guide to work until switching to a new one. The diagnostic procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product noting physical damage, an investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The catheter was analyzed and failure analysis investigations confirmed the customer reported complaint. Upon failure analysis, the gold plated tip ring at the distal end of the shaft appeared to have broken off. Material was missing, approximately 0.08" x 0.03" in size, and was not returned by the customer.